Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) for a clinical study reported a malfunction and pain worsening. Interventions included a request to change on (B)(6) 2018. The patient reported a pain increase on (B)(6) 2018. It was reported that the event was related to the device or therapy and not related to the implant procedure. The patient refers to the inability to control the device parameters with the need to turn off the device in order to control overstimulation. It was reported that the event was ongoing. No further complications were reported/anticipated. Additional information received reported the inability to control device parameters with the need to turn off the device in order to control over stimulation. The device control does not work and the patient cannot modify the stimulation intensity. It was not necessary to explant the device and the outcome was reported to be ongoing. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the issue was resolved without sequelae on (B)(6) 2019. The device was replaced on 2019-02-13. Specifically, the battery charger was replaced.